Manufacturer narrative:
The initial regulatory report was submitted under rsr e2017032. Device evaluation: the returned psol was as visually inspected and functionally tested. There was no alarms or errors noted during testing. Conclusion: there was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb840 ventilator's air proportional solenoid (psol) was out of range. There was no patient involvement at the time of the event.

Manufacturer narrative:
The original initial report was previously submitted under remediation e2017032. The initial is being resubmitted through emdr. Device evaluation summary: field service engineer (fse) inspected the ventilator and replaced the proportional solenoid (psol) valve. The ventilator passed all testing per medtronic specifications at the time of service. One psol was returned to medtronic for further investigation. The part was visually inspected and functionally testing with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb840 ventilator's air proportional solenoid (psol) was out of range. There was no patient involvement at the time of the event.